Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1715kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1715kl.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thus software. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 12/01/2024 at 17:48:50.000 during bolus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 11/23/2024 at 07:42:00.000, 10/16/2024 at 10:19:00.000, and 09/09/2024 at 06:18:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (24.1mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked battery tube threads, cracked case, partially broken retainer, missing o-ring, and broken reservoir tube lip. Alleged insulin flow block alarms not confirmed during testing. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Retainer ring damage confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.